Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. A spline inversion issue occurred after completing an ablation on the left superior pulmonary vein (lspv). The issue was manually solved, but then noise was observed during flower shape. The catheter was removed and it was found that the guidewire could not be removed from the lumen. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.